Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple supply changes were done to address the occlusions but the customer's blood glucose became high. The exact bg value was not provided. Subsequently, the customer was hospitalized due to a high bg and ketones. The high bg was treated with a manual insulin injection and the customer was disconnected from the pump which caused the customer's high bg to decrease. When reconnected to the pump, later in the day, the customer's bg began to elevate. Although requested, no further information regarding treatment and customer's condition upon discharge was available and could not be provided. The pump was replaced to address the issue.